Event description:
Customer reportedly received results of 258 mg/dl on the advantage system and 115 mg/dl on a professional's meter within 10 minutes. No high blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.